Event description:
Caller reported an issue with pump touchscreen responsiveness, with the screen turning off too quickly despite the correct settings. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer will use multiple daily injections as backup therapy. Instructions were provided to the customer for returning the pump in storage mode using a pre-paid label within 10 days.